Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device¿s paddle assembly is not functioning. There was no patient involvement.